Manufacturer narrative:
Initial.

Event description:
It was reported that the user received an incomplete fill tubing alert on the ilet and contacted support; the agent reviewed logs, assisted the user in completing the fill tubing process, and the user later reported a blood glucose of 240 mg/dl after lunch, noting they felt well and had announced the meal. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, with insufficient information regarding a specific medical device problem or implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was not established.